Manufacturer narrative:
Investigation summary: one sample was received. It came with opened packaging blister. It has residues of a substance in it. Visual inspection was performed under the microscope 30x. This is embedded burnt plastic from the molding process. One photo was provided. It shows the sample and the embedded burn plastic in the barrel wall. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 9240214 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this could happened during the barrel molding process. Rationale: CAPA not required at this time.

Event description:
It was reported that while drawing medication foreign matter was discovered in barrel with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that upon withdrawal of the fluid, technician noticed suspected foreign substance adhered to inner portion of syringe barrel.